Manufacturer narrative:
Concomitant medical products: product ID 37642, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that they can't connect with the patient programmer (pp) or implantable neurostimulator recharger (insr). It was stated that it was working fine until date notified "but it won't work." The ins does not appear to be overdischarged. Follow up with the healthcare provider (hcp) is to be conducted. Additional information received from the spouse of the patient on dec-15 reported that the pp would not go past the "check device synchronize" screen, so they couldn't get to the main therapy screen to view the patient's settings when they tried to sync the pp and ins. Troubleshooting was attempted which did not resolve the issue. There were no out of box failures or patient symptoms alleged. It was further reported that the ins is taking longer to recharge the ins. It was stated that they would be able to charge the ins to the charge sufficient screen in 20 minutes, but had been charging for over an hour with the charge sufficient screen still not coming up. A replacement recharger was received on dec-14 which is functioning normally with 8 coupling bars confirmed. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.